Event description:
It was reported that during a persistent atrial fibrillation ablation, a farawave was selected for use and considered off-label use. During preparation, the box of the catheter was observed to be damaged. Upon further inspection it was noted that the inner sterile packaging was also compromised. The catheter was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a persistent atrial fibrillation ablation, a farawave was selected for use. During preparation, the ep mapping specialist noted that the box of the catheter was damaged. Upon further inspection it was noted that the inner sterile packaging was also compromised. The catheter was replaced and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
Media review: images were reviewed by a boston scientific quality engineer. From the provided images, it is possible to observe damage to the packaging. The reported event was confirmed.